Manufacturer narrative:
(B)(4). Only the product ID of the reload is available. Additional information and product return for evaluation have been requested of the account, however as of yet, further details and the device have not been received or made available. Should further information or the device be provided the file will be updated.

Event description:
According to the reporter; during a bypass procedure the device stopped firing after advancing only a few millimeters while in use on the patient. Another manufacturer's reinforcement material was used in conjunction with the device at the time of the issue. The staple line was re-stapled to complete the case without patient injury, additional blood loss or tissue loss and without causing a delay in surgery time. The device did not lock on tissue and no action was required or took place in order to preclude injury or impairment. Sterilization and washing of the device took place via autoclave and autowash.